Event description:
It was reported that a power on reset condition and high impedance readings occurred. It was stated there was an end of life message three months after implant. Patient also reported a fall about one to two weeks prior to report. Caller stated that he noticed impedances 'went from historically being around 600-700 ohms up to 1492 ohms after this fall.' Impedance measurements were all 'within normal range except 2,3 which was >4000,' though not being used in the programming, and that battery measurement was 2.11 v with battery off. An implant replacement was to be scheduled. Further information was requested and a supplemental report will be provided.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type lead; product ID 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had depression in (B)(6) 2013 when the ins started to get low. The patient had described it as "horrible depression in 2013."